Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e226 error occurred due to communication failure caused by the faulty connector. The cause of the faulty connector was likely that the connector was damaged due to handling. Regarding damage to connector, the phenomenon can be prevented by following the description found in the instruction manual which states: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, an e226 scope communication error occurred, caused by a faulty connector. In addition, kinks and knots on the device cable were discovered. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A customer reported a damaged plug and an inability to connect the hd 3cmos autoclavable camera head to the processor. The problem was encountered during reprocessing. There were no reports of patient harm. The device was returned and evaluated. Upon inspection and testing, an e226 error appeared on the screen, caused by a faulty connector. This medical device report (MDR) is being submitted to capture the reportable event found during evaluation.